Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: bfxch2615135 stent graft, ilxch1824135 stent graft, ilxch161685 stent graft, ixw1814c75xh stent graft; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during a replacement procedure, the newly implanted implantable pulse generator (ipg)'s ventricular set screw was not engaged and pulled out on the screwdriver. The ipg was replaced and not used. No patient complications have been reported as a result of this event.